Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Other # = f9j34f (second device batch number).

Event description:
It was reported that during a laparoscopic gastric bypass, there was leaking at each of the optiview ports with insertion and when torque was applied using 5mm instruments. The pressure dropped approximately 50% which was seen via the monitor and leaking was heard from the ports. The same devices were used to complete the procedure. There was no adverse consequence to the patient reported.